Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation underneath the front therapy electrode. The patient's physician described it as an infection and prescribed a fungal salve, nystatin cream. During a follow-up, it was reported that the patient's irritation improved after using the prescribed cream.